Event description:
It was reported that a catheter issue occurred.the opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter appeared kinked, could not cross the lesion, and was difficult to remove. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscope inspection revealed that the guidewire exit port was damaged, the tip was kinked, but the distal section of the tip was in good condition. A functional test was performed with a test guidewire, and no resistance was noted when tracking the guidewire into the catheter. E1 initial reporter first name, e1 initial reporter last name, g2 report source: corrected b3: date of event - used the first day of the month of the aware date since no exact date provided.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter appeared kinked, could not cross the lesion, and was difficult to remove. The procedure was completed with another of the same device. There were no patient complications.